Manufacturer narrative:
Date sent to FDA: 2/12/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 7/4/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
Patient code: (B)(6) -surgical intervention device code: (B)(6) - hernia recurrence occured it was reported that patient underwent mesh removal on (B)(6) 2016 by (B)(6) at (B)(6) center due to recurrent hernia.